Manufacturer narrative:
Date of event is unknown. Since the device was not returned for investigation and a catalog number and lot number were not provided, a complete investigation could not be performed.

Event description:
Per journal article, it was reported that a (B)(6) man underwent radiofrequency volumetric tissue reduction (rfvtr) for bilateral inferior turbinate hypertrophy. No particular problems were reported during the procedure under general anaesthesia. Immediately after the general anaesthesia, the patient complained of right eyelid ptosis with right monocular blindness. The patient also had ophthalmoplegia and suffered from right corneal anaesthesia and right hypoaesthesia of the cheek. The CT-scan showed right ethmoidal and maxillary sinusitis with no bone or tissue lesions. MRI-scan showed an enlarged aspect of the subarachnoid membrane of the right optic nerve. Corticosteroid treatment was prescribed but did not produce any satisfactory result. No improvement in visual acuity was observed.